Manufacturer narrative:
Report number# mw5071660. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, three devices had difficulty in toggling/unloading. The first one dropped the needle and the tech was unable to load another suture and had to open another device. The second device bent the needle and had to be replaced. The third device being used suffered a broken needle that fell into the patient. An x-ray was used to locate the disengaged needle but the broken needle was buried in the tissue and could not be recovered. The surgeon had to finish closing the vaginal cuff with another type of suture. The patient had to stay overnight for observation. The patient is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) received three devices. The visual inspection of the returned product noted that no witness marks from the needle tip impacting the beveled wall were observed on any of the devices. No shearing of the toggle switches were observed for any of the devices under microscopic inspection. Piece of loose internal component was observed in device two, component piece was removed and observed under microscope where indications of breakage was observed. Device two had a toggle pins had wrong orientation (flat side facing up). Device three had a bottom disengaged button. Device three was precluded from testing due to broken bottom loading button. Device two was precluded from testing as device pmv performed functional testing on device one. Device one was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device one was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needle in device one. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Pmv found a loose broken internal component from device two. Pmv also found that device two had toggle pins with wrong orientation and that device three had a disengaged bottom button. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Pmv an found no abnormalities for device 1 replication of bending or breakage of the center rob and the wrong orientation of the pin lock may occur when the device is not inserted into the needle¿s dlu according to the instructions product or the needle has an incorrect or ientation within the dlu, which then causes the necessity for the user to exert excessive force on the toggle lever with the handle not fully closed or the needle not correctly parked into the blade¿s slot. Replication of disengaged or broken loading button may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.